Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7457526 the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was unable to enter MRI mode. Diagnostics indicate high impedance. As a result, surgical intervention was undertaken on (B)(6) 2026 where the lead was replaced to address the issue. It cannot be determined which lead contributed to the event.